Event description:
It was reported that via remote transmission, device was found out to be post-paced t-wave oversensing on the ventricular channel. Programming changes were made. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.